Manufacturer narrative:
A sample has been received and is pending evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. All knives are 100 % inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A nurse reported that a knife would not cut or make the incision during surgery. The knife was immediately replaced and the procedure continued without delay. There was no impact to the pt.